Event description:
The facility reported an infuso.r. With "the screws on the case do not tightened ". This event occurred during programming/setup in the operating room. There was no report of patient involvement, injury, medical intervention necessary or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported malfunction of "the screws on the case do not tightened" was confirmed. The root cause was not identified but attributed to damaged front case screw holes. The front case assembly was replaced to fix the problem. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Should additional information be received, a follow-up medwatch will be submitted.